Event description:
Information received indicates the stretcher will go into brake and will hold just fine until the weight of a pt is added, and then the brakes will not hold.

Manufacturer narrative:
The technician adjusted the brake to repair the stretcher.